Event description:
I have copd and heart problems so 1 had my husband's cousin ((B)(6)) to order me a lightweight wheel chair that I could put into my car and take with me when I need to walk. Since I stay in the house 90 % of the time I have not needed it until we went on vacation (B)(6) 2022. We went to (B)(6). For four days. I tried using the chair, but when I would go onto a slope in the sidewalk, the wheel chair would rear backward and almost drop you. When you went down hill, you would almost fall out. "This is a very unsafe wheel chair." It was ordered through amazon and I received it on (B)(6) 2022. Even though I did not use it until (B)(6) 2022. Order number (B)(4) from amazon. Distributor of wheel chair to amazon, (B)(4), I have called and left messages several times. No call back (B)(4). There are no results for (B)(4)." The wheel chair was shipped by (B)(4). It was shipped 06/07/2022. It was shipped to (B)(6). (B)(6) order this for me because I do not have an account with amazon and I did not know you have a 30 day return policy. However, because this wheel chair is so dangerous to us; I wish my money be returned in full and the wheel chair be returned to them. I do believe that this company is a fly-by-night company and amazon should be made to stand behind this product that they sell to the public. Driving on sidewalks (B)(6) 2022, almost fell out and turned over. Driving up driveway on (B)(6) 2022, husband almost fell backward. I do not trust this wheel chair at all. I want to return it to amazon for a full refund.